Event description:
A malfunction alarm with the designation "malf 0" was reported, with fault ID 0x00, and the issue was linked to a customer's insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use manual insulin delivery (mdi) as a backup therapy while a replacement pump was arranged. Technical support communicated with the caller, provided necessary instructions for returning the malfunctioning pump, and confirmed that a replacement pump with updated software would be sent without requiring a delivery signature. The customer understood and acknowledged the instructions and steps that needed to be followed.